Event description:
Retained device fragment: during surgical procedure, the distal tip of soft handled cannulated probe appeared to have broken off inside the vertebral body of sacrum: object clearly visualized under c-arm fluoroscopy. No injury to pt.